Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2022. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast reconstruction revision with 650cc mentor memorygel breast implants experienced spontaneous bilateral rupture post procedure. The ruptures were diagnosed at the physician¿s office. As a result, an explant is planned for (B)(6) 2022. See 1645337-2022-00955 for contralateral prosthesis report.